Manufacturer narrative:
Review of instrument images: testing on instrument (B)(4): crrs3: 0, strip lot: strip 2, r127: well 1=(B)(6); 0, strip 2, well 2=(B)(6); 0, strip 2, well 3=(B)(6); 4+, strip 2, well 4=(B)(6). Testing on instrument (B)(4) crrs3: 0, strip lot: strip 2, r127: well 1=(B)(6); 2+, strip 2, well 2=(B)(6); 0, strip 2, well 3=(B)(6); 4+, strip 2, well 4=(B)(6). A service call was made on instrument (B)(4). Investigation revealed that there was a significant leak around the pins of the wash manifold assembly. This caused the residual volume and the wash dispense accuracy to fluctuate significantly. There was also a minor leak found. Replaced the rinse tube assembly, probe assembly, manifold syringe cap and seal, manifold check valves and the wash manifold assembly. Instrument was tested and meets specifications.

Event description:
Customer reported unexpected (B)(6) results when testing a sample with a known (B)(6) with capture-r ready screen 3 (crrs 3) on the echo. The sample (2 different draws) was tested 3 times on the echo and resulted (B)(6). A new draw was then tested on a different echo and resulted (B)(6). Customer stated that the patient was transfused with (B)(6) blood and had a transfusion reaction.